Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the analog board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.